Event description:
It was reported that during an unknown procedure the staple suture on the bronchus only released halfway and could then no longer be opened easily. Unfortunately, the customer discarded the instrument. No patient harm or surgery delay reported.

Manufacturer narrative:
(B)(4). Date sent 6/13/2024. D4 batch # unk. B3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Please provide more details on how the device was removed/opened. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information was requested, and the following was obtained: 1. Were there missing staples from the staple line? 2. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? 3. Please provide more details on how the device was removed/opened. Answer: the tx stapler only clamped halfway and then blocked. Please provide more details on how the device was removed/opened. The instrument was removed with a little more force. The patient was not harmed.